Event description:
A 4.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the left anterior descending coronary artery. As the stent delivery system was advanced to the distal tip of the guide catheter, the guide catheter disengaged from the artery from excessive torque build up. The guide catheter was again advanced to engage the coronary artery, when it was noticed that the distal portion of the stent delivery system was not moving. The proximal portion of the stent delivery system was pulled back revealing that the shaft of the stent delivery system was separated from the distal end. The proximal portion of the stent delivery system was removed, however, the distal end remained in the pt. Upon removal of the proximal section, it was noted that the guide wire had kinks. The distal end of the stent delivery system was successfully removed from the pt with a snare device. The target lesion was successfully treated with the implant of another s7 stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The cause of the event is unknown, however, it was reported that it may have been related to excess torquing of the guide catheter or the tuohy-borst being tightened too much on the shaft of the catheter.